Event description:
It was reported in a scientific article that a pt experienced event of bradycardia along with vns stimulation. EKG recording and monitoring of the pt showed that the heart rate was decreased and ranged from 10 to 20 beats per minute. This decrease in heart rate correlated with the vns stimulation on time. The event took place at vns stimulation parameters ranging from 1.75 to 2.5 ma. No additional info was provided.

Manufacturer narrative:
Abstract reference: long-henson tj, o'donovan ca et al. "Bradycardia occurring during vns therapy for intractable epilepsy." Epilepsi. 2003;44(suppl 9):324.